Event description:
Primary plum set clave port, 103 inch tubing faulty. Blue clave on cassette (b port), inner plastic pushes into clave when attaching secondary tubing or chemo lock. I alerted [redacted], pharmacy and ICU medical and gave a faulty sample to ICU medical representatives [redacted] and [redacted] months ago. I have followed up with ICU medical and they said it is under investigation. Unfortunately, it is happening more often with the increased volume of patients we see and the many infusions. When this happens, we have to discard the entire primary tubing set and reprime a whole new set. The blue clave on the bottom is a normal functioning clave and the blue clave above is an example of the faulty clave when the inner rubber gets pushed down and the secondary tubing will not flow. When the secondary tubing is then detached from the faulty clave, the medicine sprays out from the pressure. Manufacturer response for primary plum set clave port, 103 inch tubing, plum (per site reporter). Unknown by reporter.